Event description:
It was reported that the pump declared alarm 30 during pumping. The blood glucose level was 10.2 mmol/l. The customer, with assistance from technical support, was able to load a new cartridge successfully and resume insulin therapy.